Event description:
Reportedly the pump was being tested in biomed and there was no occlusion alarm present. The pump continued to attempt to deliver during this alarm test sequence. There had been no pt issues reported during the clinical use of this pump.